Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had a decrease on its pacing percentage, so a review was requested. Technical services (ts) was consulted and reviewed stored data. Ts discussed how premature ventricular contractions (pvc) right after atrial pacing were suspected. This resulted in the patients right ventricular signals been blanked and pacing been delivered during the right ventricle refractory period. Loss of capture (loc) was suspected for the rv based on available information. Ts discussed programming options for this device. This device remains in service. No adverse patient effects were reported.